Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the electrode caused a minor burn to the patient. The burn occurred at the right mouth commissure. Vaseline was initially applied. A dermatologist advised that the burn should be treated using interderm ointment (each gr contains: nystatin100.000 ui; triamcinolone acetonide 1mg; gentamicyn sulphate equivalent at 1mg gentamicyn base). The patient is reported to be doing well with no major issues. Oints out that the patient is doing well with no major issues. (B)(6) 2015 initial evaluation found bare metal. The electrode failed hipot testing.

Manufacturer narrative:
(B)(4). Date of follow-up report: (B)(6) 2015. Evaluation of the incident needle electrode noted the insulation near the electrode tip was charred and melted. Additionally, there was a hole in the insulation exposing bare metal resulting in a hipot failure. The instructions for use warns needle electrodes are designed for precise low power use during monopolar electrosurgery. Use low power settings for short periods of time to prevent needle damage. Before use, examine the electrosurgical unit and accessories for damage. Do not use accessories with damaged insulation.